Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, minor scratched display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage. The caller stated that she was unsure whether the device had been dropped. She noted that the damage was to the screen, rendering it illegible. The caller did not know the customer's blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.